Manufacturer narrative:
E1 initial reporter phone: (B)(6). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number lot 31159792l and no internal action related to the complaint was found during the review. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported a patient underwent a cardiac ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient experienced cardiac tamponade treated with pericardiocentesis, application of a drain and extended hospitalization. No transseptal puncture and ablation performed with thermocool® smart touch® sf bi-directional navigation catheter. Most force averages during ablation 15g. Some peak forces up to 60g were noted when the catheter moved above and below pulmonic valve. No catheter errors noted. Some impedances of 200ohms noted when catheter moving around in rvot and doctor notified. Doctor noted patient had horizontal heart and contact force more direct/end on as a result. About 350ml fluid drained and a drain was inserted. Patient has improved and the drain was removed the following day. The patient was in stable condition. Successful right ventricular outflow tract (rvot) premature ventricular contraction (pvc) ablation occurred. However, doctor still wanted to perform an av (atrioventricular) node slow pathway ablation but opted not to after tamponade. Physician's opinion on the cause is the procedure and the patient's anatomy - known little pouch in the rvot. No evidence of steam pop was found. The correct settings were selected on the device. No error messages on equipment during the procedure.